Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation of an ultrasound guided ascites percutaneous drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of the drainage catheter in which the trocar needle was protruded from the catheter. However, it is not sufficient to determine if the product meets the specification. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation of an ultrasound guided ascites percutaneous drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.